Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received the sample for evaluation. Visual inspection revealed several white filamentous particles in the fluid path. The particles were examined by stereomicroscopy, optical microscopy and polarized light microscopy. Fourier transform infrared spectroscopy (ftir) spectrophotometer scanning identified one of the particles as polyester fiber, three particles were identified as being from a polyacrylic material and another from a cellulosic material. The particles were approximately 0.1mm, 0.2mm, 0.3mm, and 0.5mm in size. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an eva bag had a particulate matter within it. This was found before use. The device was filled with glucose, amino acid, calcium and sodium. There was no patient involvement. No additional information is available.